Manufacturer narrative:
T:slim user guide indicates: "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Novolog has been tested up to 72 hours of use as labeled. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 196 mg/dl. Reportedly, the customer had the cartridge and tubing in use for over three days. The customer changed out all supplies to resolve the alarm.